Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a 4.0mm oval burr, ar-8400obe, and a 4.0mm excalibur, ar-8400ex, were being used during a shoulder arthroscopy procedure. During use, either the 4.0 excalibur or 4.0 oval burr left flakes in the joint. The rep was unable to determine which device the flakes came from. Additional information provided (B)(6) 2019: the flakes appeared during sad. The patient had normal quality tissue. The flakes were not able to be fully removed from the joint. Dualwave outflow tubing was not used in the case and there was an uninterrupted flow of irrigation through the device during its use.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the presence of horizontal grooves inferior to the cutting window of the ar-8400ex inner tube. Corresponding grooves were identified within the inner diameter of the outer tube window, and consistent with a site of metal debris production. Material analysis confirmed the ar-8400ex met all as-received specifications. This event is consistent with user applied mechanical force via prying/leveraging, as further evidenced by the presence of scuffing along the shrink tubing at the proximal end of the device.